Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's grandma was reported via phone call that they were hospitalized multiple times due to bad diabetic ketoacidosis in march. The customer¿s blood glucose level was unknown. The customer also reported that she was pregnant. The customer alleged the insulin pump for under delivery. The insulin pump will not be returned for analysis.